Event description:
It was reported that an attempt was made to perform a kissing balloon technique in the right coronary artery. A non-abbott balloon catheter was already at the lesion, the 4.5 x 8 mm nc trek balloon catheter was advanced to the lesion, but it met resistance inside the guiding catheter, either with the guiding catheter or the guide wire, and would not advance further. Resistance was also met during removal. The kissing balloon technique was stopped as it was unsuccessful and the lesions were pre-dilated with a non-abbott balloon catheter and stents were deployed successfully. No patient adverse effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance guide wire is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: returned goods lab analysis noted contrast in the balloon and in the inflation lumen, which is consistent with preparation for use. There was no blood visible. The returned guide wire was back-loaded and removed from the balloon catheter with no resistance. Guide wire lumen inner diameter and lumen collapse pressure met manufacturing criteria. The balloon was loosely folded, and there was a wrinkle in the balloon at the proximal shoulder. The outer member was wrinkled in multiple locations and there were multiple kinks in the support wire and shaft. Since there were no report of any damages noted during inspection prior to use, it is most likely that these damages occurred during the procedure as a result of interactions with the other devices in guiding catheter during the attempted kissing balloon technique and/or during handling for shipment back to abbott vascular for analysis. The balloon catheter was advanced through a new 7 french guiding catheter and was removed with some resistance noted at the kink in the shaft, thus confirming the complaint. Follow-up information received from the physician stated that the resistance inserting and retracting the nc trek was due to interactions with the other balloon catheter and guide wire which were also in the guide catheter. Factors which may contribute to resistance with a guiding catheter include but are not limited to, damage to the device, damage to the guiding catheter, size selection, and/or procedural technique. To ensure this type of event is not the result of a product deficiency, the profile dimensions and quality of all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for guiding catheter resistance. There is no indication of a product quality deficiency.